Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer was filling up medical fluid into the cassette, as it was attached to the pump in pre-use check, an alarm went off. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: one sample was received at decontamination but was not received at manufacturing thereafter. Three photos were provided by the customer which were used to conduct the device analysis since the physical unit, by time of this investigation documentation, has not been received at the manufacturing site. Photo ones show a front view of the top part of the cassette where the arch height of pump tube is observed to be higher, as well as the height of the ay bag protruding from the case. Photo two show shows a top view of the cassette where the whole pressure plate is observed, no damage or dysfunctional conditions are observed. Photo three shows a close-up of the joint between the ay bag and pump tube where the ay bag is observed to be at a higher position than the set. The reported failure mode, alarm displayed, is not confirmed. No functional testing could be performed as no physical product has been received by manufacturing. If the device subsequently arrives, the manufacturer will reopen this complaint to include the investigation of the physical at that time. Based on the available information, the root cause of the reported is unknown. No corrective actions are required. A device history record (DHR) review was conducted and no nonconforming manufacturing records were found. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.